Event description:
It was reported that externalized conductors were observed during device change out for normal eri. Patient was asymptomatic. Electrical function of the lead was observed and tested with no anomalies detected. Lead remains implanted patient will continue with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.